Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including severe aortic stenosis, severe aortic regurgitation, hostile chest, neurologic disability, cancer, cirrhosis, chronic renal failure, chronic obstructive pulmonary disease, porcelain aorta, genetic syndrome, diabetes mellitus, dyslipidemia, hypertension, peripheral artery disease, coronary artery disease, prior myocardial infarction, prior stroke or transient ischemic attack, prior cardiac surgery, prior coronary artery bypass grafting, and prior aortic valve surgery. Some of the complications reported were permanent pacemaker implant (surgical intervention), rehospitalization, aortic regurgitation, and paravalvular leak; these complications were anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined.

Event description:
The article, ¿transcatheter aortic valve implantation in patients with age =70 years: experience from two leading structural heart disease centers¿, was reviewed. The article presented a retrospective, multi-center study to explore the outlook of patients aged 70 years or less and undergoing transcatheter aortic valve implantation (tavi). Devices included in this study were acurate, evolut/evulot r/pro, portico/navitor, and sapien/sapien 3/ultra. In carefully selected patients with 70 years or less of age and prohibitive risk for surgery or reduced life expectancy, tavi represents a safe option with a favorable mid-term survival and low rate of adverse events. [The primary and corresponding author was marco russo, department of cardiac surgery and heart transplantation, (B)(6) hospital, (B)(6).